Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional testing indicated no abnormalities. Pmv performed functional testing which included the following: the reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, the nurse connected the handle device and the reload as usual and handed to the surgeon. The surgeon clamped the tissue and tried to fire the device, however could not fire. Then tried to open the jaws, however the device did not react . Pushed every button, however the status was same, then the surgeon removed the device from the tissue by force. Re-inserted the battery, the jaws were able to be opened and the cartridge was removed from the adapter. After the insertion of the battery, 2 firing progress indicators were illuminated, which showed remained procedure were less than 5. However, even they pushed the blue button and the silver button at the same time, no firing progress indicators were illuminated. Replaced by another device, the procedure was completed with no problem. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by force and tissue damage was caused. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.